Manufacturer narrative:
Corrected manufacturing site.

Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Upon investigation in 2009, manufacturer's domestic evaluation lab found lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.